Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported the alarm led failed occurred during a test run. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. No delay in therapy noted.

Manufacturer narrative:
G4: 04dec2020. B4: 06dec2020. The service technician replaced the power switch overlay to address the reported issue. A similar investigation is performed, it was identified that users applying pressure on the led while pressing on the power switch. Led is too close to the switch and must be moved away. Users press on other leds as well. Pressure on the leds causes delamination of conductive epoxy and encapsulant from overlay substrate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.